Manufacturer narrative:
Literature citation: yamada, r., okura, h., kume, t., fukuhara, k., koyama, t., higa, t., neishi, y., yoshida, k., uemura, s. (2017). Impact of stent platform on longitudinal stent deformation: an in vivo frequency domain optical coherence tomography study. Cardiovasc interv ther, 32(3):199-205. Doi: 10.1007/s12928-016-0403-3. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that longitudinal stent deformation occurred following implant of promus premier¿ drug-eluting stents.